Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of abdominal pain with subsequent diagnosis of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler with cycler set. Additionally, there are no allegations of a device malfunction or deficiency or a cycler set leak or defect reported for this event. The patient¿s pdrn stated the patient has a history of touch contamination and has two recent peritonitis events with one occurring within the last 4 weeks making this a recurrent episode. Based on the available information and no reported defect, deficiency or allegation of such, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis event. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized and diagnosed with peritonitis. Upon follow up with the patient¿s peritoneal dialysis nurse (pdrn), it was reported that the patient went to the hospital on (B)(6) 2019 with abdominal pain and cloudy pd effluent. The peritoneal effluent fluid culture results are unavailable. The patient was treated with intraperitoneal (ip) antibiotics (type, dosages, frequency and durations not provided). The patient¿s pd catheter (non-fresenius product) was removed and the patient was switched to hemodialysis therapy. It is unknown if the patient¿s switch to hd was permanent or temporary. As of (B)(6) 2019 the patient remains hospitalized. It is reported that the patient has a history of touch contamination and known to take apart her pd catheter and drain or clean it out in the sink. The patient has had 5 tubing changes in the last 6 months due to her contamination issues. The cause of the peritonitis event on (B)(6) 2019 was not confirmed.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.